Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed and forced to input the password. A technical support specialist (tss) logged into the device and resolved the issue by updating the universal serial bus power management configurations. The customer verified the fix. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier authentication failed at random intervals and system was forcing all users to input their passwords. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.